Event description:
Mother of end user reported she left (2) two wafers on for (3) three days and noted peristomal skin irritation around the base of the stoma which was red and tender.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It was reported that the end user was seen at the hospital by a (wocn) wound ostomy continence nurse who treated the skin with prescribed domeboro solution for (2) two days and the ebd users skin improved. It was reported the end user was also fitted with a competitor's product. It was also reported there was a discussion regarding the usage of non-oiled soap and crusting with stomahesive powder and allkare protective barrier wipes. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2014.